Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services discussed troubleshooting and programming options. It was noted there were no observations of myopotential oversensing. At this time, the system remains in service. No adverse patient effects were reported.